Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. The legal manufacturer was unable to confirm, whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed, foreign material came out of the device, but the type of the material or root cause cannot be identified. However, based on the results of the investigation, the probable cause of the malfunction would likely be, due to humidity invaded the light guide lens. Which led, to corrosion occurred, by applied physical stress to distal end such as hitting and dropping and/or light guide lens. Glue peeled off, by chemical stress such as chemical solutions used for the device. The event can be detected, by following the instructions for use: tjf-q190v, operation manual, 3.3: inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited stain inside of the light guide lens. There were no reports of patient involvement.